Event description:
It was reported that the balloon ruptured. A 1.5mmx20mmx143cm coyote es balloon, a 2mmx20mmx143cm coyote es balloon and an innova vascular stent were selected for a patient procedure in the 99% stenosed, mildly tortuous, severely calcified, left superficial femoral artery (sfa). The lesion was accessed through the right femoral artery through a 6f non-bsc sheath. The lesion was crossed with a non-bsc guidewire. Dilatation was attempted to be performed with the 1.5mm coyote, but it ruptured at 6atm on the first inflation due to severe calcification. The inflation duration was 10 seconds. Then dilatation was performed up to 14atm with the 2mm coyote, but this balloon also ruptured. Dilatation was then performed at 24atm using a non-bsc balloon. The lesion was not dilated as expected although the balloon was inflated. After changing the guidewire with a non-bsc guidewire, the innova stent was advanced to the lesion area, but it was unable to cross the lesion after attempting several times. The guidewire was replaced with another non-bsc guidewire and the physician attempted to cross the lesion with the innova stent again, but it was still unable to cross the lesion area. For this reason, stent placement was discontinued. A non-bsc stent had difficulty in crossing the lesion also, but it was finally able to cross the lesion. After performing dilatation with an unspecified device, the procedure was completed after contrast imaging was performed. It was confirmed that there was no device fragment left in the patient body from the balloon ruptures. No patient complications were reported.